Manufacturer narrative:
During onsite visit the field service engineer (fse) confirmed ablation depth too low, adjusted the beam path, carried out an energy calibration. The system meets specification per service installation record. The root cause can be determined as need for recalibration. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A facility representative reported the ablation depth was too low during refractive treatment. Additional information has been requested.